Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog #6955240, 510k # k003780 was cleared in the united states. One post op x-ray was received by the MFR. Complex construct from occiput to t2 shows bilateral posterior rod and screws. The rod fractured at as about c2 level. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a spinal procedure to fuse o/t2. Posterior fixation rod was implanted. One rod was found broken at unk time post op. The other rod also was broken just before the revision surgery. The revision surgery was performed approx three months post the rods were implanted. At the revision surgery, it was confirmed that fusion occurred at the treated levels but osteolysis was observed at right c1. The surgeon suspected that the 3.2 mm rod may not be tolerable for the pt's involuntary movement associated with cerebral palsy.